Manufacturer narrative:
The reported truepass needle, used in treatment, has not be returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the needle tip broke during use. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: application of excessive force during use. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing, risk management and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. In the event the device or additional information is received the complaint will be reopened. This is a complaint from france reporting that the tip of the truepass needle broke off during a shoulder arthroscopy procedure and was retained in the patient. Per e-mail communication the needle tip broke during insertion through the cap of the shoulder and remains there. A backup device was used to complete the procedure. No delay or patient injuries are being reported. No clinically relevant supporting documentation was provided for inclusion in a medical investigation. Conclusion: based on the limited information provided the root cause for the reported issue could not be determined. The needle tip is made of astm f2063 nitinol which is a biocompatible material however, since the needle tip is part of a surgical device it is not approved for implantation. The patient impact beyond possible micro-motion and/or migration, and local irritation/discomfort, cannot be determined. Since there is no further harm being alleged to this patient, no further clinical/medical assessment is warranted at this time.

Manufacturer narrative:
The reported truepass suture shuttle needle, used in treatment, has been returned for evaluation. Visual examination of the needle confirmed the reported complaint. The needle tip has broken off at the suture slot. The broken tip was not returned. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force placed on the needle during use. Twisting or bending of the needle to dislodge the needle tip. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. This is an acknowledged failure mode that has been evaluated and is being monitored through our post market surveillance. Further investigation is not warranted at this time. Based on the limited information provided the root cause for the reported issue could not be determined. The needle tip is a biocompatible material however, since the needle tip is part of a surgical device it is not approved for implantation. The patient impact beyond possible micro-motion and/or migration, and local irritation/discomfort, cannot be determined. Since there is no further harm being alleged to this patient, no further clinical/medical assessment is warranted at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a shoulder arthroscopy procedure, the needle tip broke off at the eye during insertion through the cap. The needle tip remained in the cap. It is unknown if a delay happened in the procedure and if a backup device was available. No patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.